Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave catheter was selected for use. It was found that the irrigation of the device was not working properly. The device was replaced and the procedure was completed successfully. No patient complication were reported.